Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported unknown side rupture and recall. Device remains implanted

Event description:
Physician reported left side rupture and "voluntary recall". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6(a), d6(b), h6.

Event description:
Physician reported left side rupture and "voluntary recall". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d4, d6a, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 29may2024.

Event description:
Physician reported left side rupture and recall. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety ¿ product/ procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Physician reported unknown side rupture and recall. Device has been explanted.